Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of the report, he experienced a low blood glucose event and passed out. The paramedics were called and he was given juice and then he ate a peanut butter sandwich. The patient reported that the receiver was displaying "???" At the time of the event. At the time of the call to dexcom technical support, the patient reported being in okay condition.